Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 311 mg/dl, "200 something" mg/dl, 190 mg/dl, and 129 mg/dl, within 10 minutes on aviva. Reported a fifth result the value of which she could not recall. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.